Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain, 'suture slips out'; did the needle separate from the suture? Specific quantity of devices which failed in this single procedure? For each involved device please provide the issue and lot number. How was case completed? Device return status. Note: events reported in 2210968-2020-02562, 2210968-2020-02563, 2210968-2020-02564, 2210968-2020-02565, 2210968-2020-02566, 2210968-2020-02568, and 2210968-2020-02569.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture slipped out or broke at the swage. There were no adverse patient consequences. Additional information has been requested.